Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge jumped from 100% to 5% quickly. There was no reported impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support confirmed the battery jump. The customer confirmed that alternate insulin therapy was available.